Event description:
It was reported via repair work order that the scale could not be zeroed for use. The issue was resolved by replacing the scale unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.